Event description:
It was reported that the target lesion was located in the mid to proximal left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 90% stenosis. After pre-dilatation was performed, the 3.0 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion, but failed to cross. Thus, attempts to cross were made using double-guide wire technique and with the guiding catheter deeply engaged. However, when the xience xpedition sds was pushed with force, the hypotube became separated approximately 20 cm distal to the hub. Therefore, the sds was not used to continue the procedure. A non-abbott stent was used and it was able to cross the lesion. There was no clinically significant delay of procedure reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, grandslam; guide cath: mach1 cls 3.5 sh. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.